Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected issue with the device pacing inappropriately, as it appeared to pace randomly. The device remains in use. No patient complications have been reported as a result of this event.